Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The nurse found bubbles in the blue intravenous tube clip, followed by a small amount of oozing blood. The catheter had to be pulled and replaced. The customer had minor tissue damage. No medications were prescribed.